Event description:
The following is based on medical records provided by the pt's attorney: (B)(6) 2002 - pt underwent repair of ventral hernia with implant of composix mesh. After implant, there was a midline bulge due to the mesh. Hernia sac was resected and then an advancement of musculofascial tissues over muscle to restore normal contour. On (B)(6) 2002 - pt underwent exploratory laparotomy. Purulent fluid, consistent with abscess, was near umbilicus. Proximal to the small bowel fistula, there was an area of dense scarring resulting in narrowing of the intestine. Mesh was noted to be in position and flat, with suture intact. A loop of small bowel was adherent to another loop of small bowel, and adherent to the underside of the yellow stained mesh. Adhesions were lysed, mesh explanted and bowel resection performed. On (B)(6) 2003 - pt complains of chronic abdominal pain and has developed flank and leg discomfort. CT revealed subtle infiltration of the greater omentum. It is noted that physician concludes that the abdominal pain is simply due to extensive abdominal wall surgery. On (B)(6) 2004 - CT confirms ovarian cyst, and also shows a staple lying within the abdomen. It is noted that the physician suspects the pain is due to adhesions at the ovary, preventing it from reentering the pelvis, and that the pain is associated with rupturing a cyst from this ovary. "I, however, do not believe that the present pain that she has and that pain that had her admitting, the back pain has anything to do with her abdomen. It certainly does not have anything to do with adhesions."

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Based on the info provided, no definitive conclusions can be made. Prior to implant of mesh, the pt has had three c-sections. The pt experienced a prolonged and complicated course following her implant procedure. Post-op day three, it was felt that the pt developed a post-op ileus. A n/g tube was placed and removed, however post-op day 17 pt refused placement of another n/g tube multiple times. Post-op day 30, she was transferred to another hospital to another doctor's care, was noted to have erythema above the umbilicus, and the mesh was explanted 5 days later. She was hospitalized from (B)(6) 2002, date of implant, to (B)(6) 2002. The info provided indicates that the pt developed and was treated for adhesions, infection, fistula, which are known adverse events listed in the IFU. A lot number has not been provided, therefore a manufacturing review is not possible. There is no indication of defective mesh. Additionally, no product has been returned for eval. If any additional info is obtained, a follow-up MDR will be submitted.